Event description:
Subsequent to the initial medwatch report, additional information received indicated that a clamp was attached to the clip (10312485/07) to secure it so it would not embolize during surgery. The surgical report received reported that the clip is located on the ventricle side entangled in the supporting subvalvular structure of both anterior and posterior mitral leaflet and there is a probably clip-related laceration of the anterior leaflet in the a3 segment. The received procedural fluoroscopic images and surgical report were reviewed by abbott vascular senior medical advisor. The review concluded that this patient developed recurrent mitral regurgitation likely secondary to disease progression as evidence of a regurgitant jet medial to the clip was present on echocardiography. The patient underwent a second mitraclip intervention in which the clip became stuck at the 60 degree position was unable to be opened or closed any further. It could not be safely removed from the anatomy so the patient underwent open mitral valve surgery where both clips were explanted and the valve was replaced. The images provided demonstrate the difficulty reported with the second clip (10312485/07) and the operative report provides additional detail of tissue injury due to the medial movement of the second clip. No additional information was provided.

Event description:
This report is being filed as the clip became caught in the chordae. It could not be removed and the clip arms could not be closed. The clip was surgically removed and the mitral valve was replaced. It was reported that a mitraclip procedure was performed on (B)(6) 2014. The clip delivery system (cds 10312485/(B)(4)) was prepped for use and was functioning properly. There was no abnormal resistance with the insertion or advancement of the cds. The cds was not curved more than 90 degrees and the steerable guide catheter was not curved more than 75 degrees. After positioning the clip in the left atrium, it was advanced into the left ventricle. When the clip was being opened, it moved medially to the commissure and became caught in the chordae. After the clip was inverted, slightly turned, pulled and moved posteriorly, it was able to be freed and retracted into the left atrium. As per the instructions for use, the physician released the tension on the cds shaft by turning the handle. Another attempt was made to advance the clip into the left ventricle, but while advancing, the clip became caught in the chordae. In an attempt to free the clip, it was inverted and closed several times. While being inverted, the clip jumped. After which the clip became frozen in an approximately 60 degree open position and it was not possible to open and close the clip. The lock lever was retracted approximately 4cm past the blue line. The lock lines were attempted to be pulled manually and then with a clamp. After several unsuccessful attempts, the lock line broke in the area of the clamp; possibly due to the "sharp" edge of the clamp.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds 10312485/07), explanted clip, procedural fluoroscopic images and procedural report were returned for analysis. The received procedural fluoroscopic images and surgical report were reviewed by abbott vascular senior medical advisor. The review concluded that this patient developed recurrent mitral regurgitation likely secondary to disease progression as evidence of a regurgitant jet medial to the clip was present on echocardiography. The patient underwent a second mitraclip intervention in which the clip became stuck at the 60 degree position was unable to be opened or closed any further. It could not be safely removed from the anatomy so the patient underwent open mitral valve surgery where both clips were explanted and the valve was replaced. The images provided demonstrate the difficulty reported with the second clip (10312485/07) and the operative report provides additional detail of tissue injury due to the medial movement of the second clip. The cds was returned with the gripper line broken (cut), broken l-lock tabs, frayed clip cover and a bent gripper arm. It is likely that these finding were associated with procedural conditions in removing the clip from the cds during surgical intervention and does not appear to be related to the reported events. Two bends in the actuator mandrel (inner device component) were observed. Due to the returned condition of the clip (bent gripper arm) and missing lock line, the reported difficulty opening the clip and difficulty removing the lock line could not be replicated in a testing environment. The reported difficulty in removing the clip from the chordae, and eventual chordal entanglement / entrapment of device, could not be replicated in a testing environment as these reported events were associated with procedural conditions. The cds difficult to position was tested; despite application of simulated inferior vena cava curvature, the device curved properly in the medial direction; therefore the difficulty in positioning the clip could not be confirmed through testing. Potential causes for the difficulty in positioning the clip resulting in chordal entanglement / entrapment of device can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the cds properly curved. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for the reported lot. There were no reported device issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, difficulty positioning the clip caused by deflection of the delivery catheter (dc) shaft resulting in chordal entanglement / entrapment of device may be influenced by patient anatomical morphology such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. In this case, the reported deflection was likely a result of the bent mandrel, causing the dc shaft to bend while unlocking the clip. It is possible that there were procedural interactions which may have resulted in increased tension on the device, such that the mandrel became bent; this bend may have contributed to the difficult to position / movement of the dc while unlocking the clip. This movement towards the commissure likely resulted in the clip being caught in the chordae, and subsequent difficulty in removing the device. Based on the information reviewed, a definitive cause for the bend / deflection in the dc shaft could not be determined; however it is likely that the difficulty in positioning the clip resulting in the clip entanglement with the chordae were a result of the deflected movement of the dc shaft. There does not appear to be any evidence of a quality deficiency associated with this device. After removal of the clip from the chordae, an additional attempt was made to advance the clip. The clip became caught in the chordae again, which was likely associated with the bend in the mandrel. Troubleshooting was performed, which likely caused the clip to become further entangled in the chordae, resulting in the clip no longer being able to actuate (frozen). Additionally, troubleshooting while the clip was caught in the chordae likely caused tension on the l-lock tabs, contributing to the damage seen on the l lock tabs. The actuator knob was reported to have become detached and was not returned with the device. In this case, the physician had reported that tension was likely generated on the system as a result of multiple opening / closing attempts during troubleshooting. The detachment of the actuator knob was most likely caused by procedural conditions involving the buildup of tension on the system; there does not appear to be any evidence of a quality deficiency associated with this device with respect to the actuator knob detachment. The patient effect of tissue damage (mitral valve injury) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip could not be removed from the chordae. The patient was converted to surgery. Due to the underlying patient condition, a left ventricular assist device was used. During surgery, the lock line was retracted and when the release pin was removed, the actuator knob fell off. The separation of the knob may have possibly been due to the tension put on the device during the attempts to try to open/close the clip arms. Clamps were used to turn the actuator mandrel and the clip was deployed. The clip was observed to have chordae wrapped around it. The cds device was removed and the clip was explanted. The mitral valve was replaced with a medtronic hancock biological mitral valve. Post surgery, the patient was stable. No additional information was provided. Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, mitraclip the clip delivery system and explanted clip are expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.